Event description:
It was reported a screw was identified to be broken post-operatively. Revision surgery conducted a week later.

Manufacturer narrative:
This event was re-evaluated on (B)(6) 2021 at which time the sequence of events was determined to be inaccurate. Updated event date is a conservative estimate based on the event.

Manufacturer narrative:
This event was re-evaluated on (B)(6) 2021 at which time the sequence of events was determined to be inaccurate. Updated event date is a conservative estimate based on the event.

Event description:
It was reported a screw was identified to be broken post-operatively. Revision surgery conducted a week later.

Event description:
Surgeon scheduled revision surgery for (B)(6) 2021 due to patient experiencing arthritis. During the revision a screw was broken; limited information.